Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cs300 intra-aortic balloon pump (iabp) had a issue of intermittent fault. When customer turns on it won't load, other times it will switch on.the patient involvement is unknown. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : gettinge field service engineer not visited the site.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when the unit is turned on, the cs300 intra-aortic balloon pump (iabp) had an intermittent fault, will not load.